Event description:
It was reported that while using bd epicenter¿ single user software a disassociation was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "client reports that they register a type of sample, but when the result will be released, the type of sample was changed to blood".

Manufacturer narrative:
H.6. Investigation: client reports that they register a type of sample, but when the result will be released, the type of sample was changed to blood. During investigation of this issue, it appears that this change is occurring within the customer lis system and not epicenter. This is not a confirmed complaint of a bd product.

Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " client reports that they register a type of sample, but when the result will be released, the type of sample was changed to blood."